Manufacturer narrative:
(B)(4). The dialyzer was discarded and not available for technical evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a disconnection between the revaclear 400 dialyzer and an unknown blood line occurred during ongoing treatment. No patient symptom was reported due to the 200 ml of blood loss; however, the patient received a blood transfusion. The patient recovered. No additional information is available.